Manufacturer narrative:
The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade-3". Device has been explanted and replaced.